Event description:
It was reported the lead and device were removed due to infection. No further patient complications have been reported as a result of this event. The device was returned, analyzed and subsequently tested out of specification. Additional information received during follow-up indicated that no infection was found. The device had reached eri (elective replacement), patient's ef had improved, and the patient no longer wanted device because he had received two shocks from af with rvr. No plans to reimplant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device is part of the advisory for this model.

Event description:
It was reported the lead and device were removed due to infection. No further patient complications have been reported as a result of this event. The device was returned, analyzed and subsequently tested out of specification.